Event description:
A malfunction alarm, identified as malf 8, was reported by the customer, but it did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer was instructed to put the pump into storage mode before returning it to tandem using a prepaid label. Meanwhile, the customer planned to continue using the current pump to ensure continuous insulin delivery.